Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported during implant impedances read investigate (ranging from 4,596-9,230) and >5,000 and >10,000 ohms on contact 0. The patient was programmed post-operatively and the device was turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the manufacturer representative (rep) stating that the cause of high impedances is unknown and is unable to be determined by the healthcare provider (hcp). No new actions are taken and the patient has visited their hcp for programming to be given an amplitude adjustment. Adjustment is made to optimize therapy, but patient has always been receiving therapy. The information is confirmed by the physician.